Event description:
Customer reported on a bravo capsule which failed to attach. The handle on the bravo delivery system came apart in the doctor's hand when the delivery system was placed in the pt's esophagus.

Manufacturer narrative:
No pt injury has occurred following this incident.